Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the automated impella controller (aic) indicated it had an unexpected shutdown. There was no patient harm. The aic was swapped out with another aic. The aic is being returned for investigation.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the console (aic) shutdown or restart issue has been completed. Upon reviewing the data logs, no evidence was found to confirm the reported failure mode. This console was returned for evaluation and upon running the test optical pump for more than 16 hours, it was unable to reproduce the reported failure mode - unexpected shutdown. There was no issue found with the console hardware. The device functioned/operated to specification. Added- b5 mso review, d9 device return date f6/f8 should have been left blank in the initial report.